Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported by the patient that "the pump was too big because when she sits up it digs into her ribs and hurts." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 13-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) via device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 24.98 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for severe headaches and nausea and vomiting when standing. Her baclofen dose was decreased by 50% on the second day of her stay but the headaches worsened. The patient also had swelling in her pump pocket which was determined to be cerebrospinal fluid (csf). One-hundred ten (110) cc of csf were aspirated from the pocket. The patient had a blood patch on (B)(6) 2018 to resolve the csf leak. Surgery had been planned for (B)(6) 2018 but the swelling had subsided and the doctor decided surgery was unnecessary. No other surgical intervention was planned or anticipated. As of (B)(6)2018 the patient felt better and the fluid had not returned to the pocket. It was confirmed that there were no device issues or problems with the therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.